Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the end of the procedure, the patients¿ blood pressure dropped, and it was observed by trans-thoracic echo that the patient had a pericardial effusion (pe). A pericardiocentesis was performed in which 430 ml of fluid was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. The doctor was unsure of the cause of the event but thought it was most likely the transeptal needle. The reporter is unsure of patient¿s current condition. The patient required extended hospitalization because of the adverse event as the patient was kept overnight. A transseptal puncture was performed. Prior to noticing the pe, vein isolation ablation was performed. There was no evidence of a steam pop. The event was noticed after the case. An irrigated catheter was used in the event, the flow setting was standard flow settings for stsf settings, 8 and 15. Correct catheter were settings selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were: graph, dashboard, vector, and visitag. The visitag module was used and the parameters for stability used were standard surpoint settings of 3, 3, 3. No additional filter used with visitag. Surpoint tag index was used for colorization.

Manufacturer narrative:
The device evaluation was completed on 30-mar-2022. It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that at the end of the procedure, the patients¿ blood pressure dropped, and it was observed by trans-thoracic echo that the patient had a pericardial effusion (pe). A pericardiocentesis was performed in which 430 ml of fluid was removed from the pericardial space. The patient was stabilized and transferred to the ccu for observation. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the device. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30648775l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).